Event description:
It was reported that the right ventricular lead had a suspected fracture and delivered inappropriate shocks due to oversensing and noise. The device had early battery depletion. Both the lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the outer and inner tubing was kinked/buckled, the outer tubing overlay melted and had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach (non-electrical), the outer insulation was torn, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent and there was blood in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the outer and inner tubing was kinked/buckled, the outer tubing overlay melted and had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach (non-electrical), the outer insulation was torn, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent and there was blood in/on the helix mechanism.